Manufacturer narrative:
A remote clinical specialist (rcs) reviewed the clinical audit trail with the biomed technician. The rcs confirmed that the monitor generated pause yellow alarm, the pause alarm was acknowledged and the user annotated/saved strip. Based on the information available and the testing conducted we were unable to replicate the reported problem. The reported problem was not confirmed. The device was confirmed to be operating per specifications and no failure was identified. The investigation concludes that no further action is required at this time.

Event description:
Philips received a complaint on the patient information center ix indicating that the ICU monitor (bed icu8) did not generate a yellow pause alarm. The device was in use on patient at time of event, there was no adverse event reported.